Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Complete lead was returned intact and not severed. The coils were deformed. It was noted that there was a cut in the outer insulation. There was dried blood in lead through cut. Laboratory analysis confirmed the reported allegation.

Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due to insulation damage. The lead was never in service. No adverse patient effects reported.